Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose levels were 68 mg/dl and 82 mg/dl, but the blood glucose levels were between 178 mg/dl and 220 mg/dl. All nigh the insulin pump had been alerting low glucose levels. The insulin pump had alarmed calibration error and the customer replaced the sensor. The customer also reported that several days ago their blood glucose was above 400 mg/dl, which was treated with manual injection and they changed the infusion set and the reservoir, which resolved the issue. At the time of the phone call the customer's blood glucose was 158 mg/dl. Nothing further was reported.

Manufacturer narrative:
Four opened/used enlite sensor was inspected and tested. One sensor it failed per specifications with low readings. Other three sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2014-16083.